Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was in use, the staff noted that blood was leaking near the juncture hub. As a result, the device was removed and replaced with a new set. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. During functional testing, a crack was found at the injection site of the iab bifurcate for the central lumen. This crack allowed a leak to occur at the injection site of the central lumen. The root cause of how the crack occurred is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon (iab) was in use, the staff noted that blood was leaking near the juncture hub. As a result, the device was removed and replaced with a new set. There was no report of patient complication or serious injury and death.